Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). Qc was in range on the day of the event. The field service engineer verified all relevant adjustments and performed functional tests and precision studies and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen5 (tnt-g5) assay on a cobas e801 analytical unit. Initial result: 134 ng/l. After a couple of hours, a new sample was drawn from the patient and tested resulting in a tnt-g5 value of <6 ng/l. The customer noticed the difference in results and repeated the original sample. Repeat result: 6 ng/l. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2025 and it was acceptable. The alarm trace showed multiple abnormal aspiration, sample short, and sample foam detection alarms on the date of the event near the time the sample was processed. This is an indication of possible poor sample quality. Based on the provided data, a general instrument or reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.